Event description:
It was reported that a physician performed a two-level balloon kyphoplasty procedure on a patient at levels t6 and t9. During the procedure, it was noted that the bone cement mixture was "inconsistent and too viscous." The physician was able to deliver the bone cement through the bone filler device into the vertebral body, however, the bone cement was not doughy and homogeneous prior to delivery into the patient. Reportedly, 6 3/4cc of the liquid monomer was used to mix the bone cement as requested by the physician. The procedure was completed successfully with a 1-2 minute delay in overall procedure time. The patient was reported to be in good condition. No additional information was reported.

Manufacturer narrative:
Method - device not returned; followed up with company representative.